Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the power supply and motor controller. The device is back in service.

Event description:
Customer reported that when it is hot, the unit does not turn on. The customer reported that the device was not in clinical use at the time the issue was discovered.